Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer's blood glucose level displayed "high" due to this issue. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Although initial guidance and steps were provided by customer technical support (cts), which included using room temperature insulin and confirming necessary cartridge load instructions, the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.